Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece measuring 20.3 cm. External insulation abrasion was noted breaching the outer insulation and exposing the outer coil at 7.5 cm to 7.6 cm from the connector pin. The cause of external insulation abrasion is consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.